Event description:
It was reported that a programming system would be returned. The site did not make any allegations on the system. It was just an extra one that they had. However, the handheld would not turn on; even when it was plugged into the wall by the cyberonics' representative. The power light did not illuminate either. Product analysis was performed on the programming wand. It performed according to specifications and no anomalies were found. Product analysis is pending on the handheld and software.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.